Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presenting to emergency department for gastrointestinal (gi) bleed. The patient verbalized that their first morning void was darker than usual. They also stated that subsequent urine was clear yellow and lactate dehydrogenase (ldh) was pending. Power and ventricular assist device (vad) parameters were within normal limits. Interrogation showed with no significant findings but just a few daily pulsatility index (pi) events. Log file analysis showed low supply voltages when connected to the power module. The mechanical circulatory system (mcs) equipment was operating as intended. There were no other unusual events recorded in the log file event history.

Event description:
The patient felt better after receiving blood products. They remained afebrile. It was noted that the patient has been off anticoagulation medication since on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that as on (B)(6) 2022, hemoglobin and hematocrit (h/h) was down from 9 to 7.9. The patient did not receive blood. Iron studies showed 15 umol/l, and total iron-binding capacity (tibc) was 338 mcg/dl. Iron saturation was at 4%. Ferritin was 13 mcg/l, and the patient received IV iron supplementation. H/h became stable on admission and remained stable. Lactate dehydrogenase (ldh) was 284 units/liter. The patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.